Manufacturer narrative:
Manufacturing summary: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post filter deployment, patient presented to for ivc filter removal. Subsequent inferior vena cavagram revealed a large amount of thrombus within the filter. The thrombus appeared chronic and it was decided that the filter will not be removed. Eventually one year and three months later, ivc filter retrieval was scheduled. Subsequent inferior vena cavagram revealed, a thrombosed inferior vena cava at the level of inferior vena cava filter including chronic occlusion of the right common and external iliac veins. Given the findings, no endovascular intervention was performed and the ivc filter was allowed to remain in place and not removed. Therefore, the investigation is inconclusive for filter retrieval. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the device was difficult to retrieve. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.